Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which observed a broken occluder feet; the white twist sleeve was separated. The reported condition was verified. The cause of the condition could not be determined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white part of the twist clamp of the minicap transfer set was ¿floating¿. This was observed when the nurse was disconnecting the patient from the cycler. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.